Event description:
It was reported the personal therapy manager had an 8476 code; motor stall alarm. The patient had just completed an MRI scan. The caller stated he was told the pump was compatible with MRI. The MRI was not pump related. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer, model# 8835, serial# (B)(4). Catheter, model#8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).